Manufacturer narrative:
Final device analysis for the lead revealed no anomaly found. Final device analysis for both of the anchors revealed no significant anomaly found. It was cut.

Event description:
It was reported that there was high impedances during the procedure. Lead was never implanted. Impedance testing was done and impedances were greater than 10,000 on electrodes 8-15. Impedances remained high on 8-15 after several attempts by the healthcare professional (hcp) to get them within normal limits. The lead was removed and a new one was opened and impedances were normal on the second one. There was no patient injury or symptoms.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), product type lead. (B)(4).